Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high threshold. The field representative confirmed that there was an attempt for lead extraction however lead could not pass clavicle. The field representative have no information as to the cause of high threshold but the event was attributed to the lead. This right ventricular (rv) lead was surgically abandoned. No additional adverse patient effects were reported.